Manufacturer narrative:
Correction: h6 - type of investigation, investigation findings, and investigation conclusions should have been "4114 - device not returned", "3221 - no findings available", and "4315 - cause not established", respectively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with episodes of pacing inhibition. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing. Fluoroscopic imaging was performed and the rv lead was found to have been damaged and fractured due to subclavian crush. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.